Manufacturer narrative:
This report is related to medwatch report #1000060000-2020-8042. As reported, when the 6f/7f mynxgrip vascular closure device (vcd) was pulled back, the "collagen plug" was seen in the sheath. The deployment sheath was also noted to be cracked. There was no reported patient injury. The device was inserted into right femoral artery access. The patient was informed that manual pressure will be held to control bleeding post-procedure. Therefore, manual pressure was applied, and hemostasis was achieved. The patient was transferred to the recovery area without bleeding, hematoma, and oozing at the site. The product was not returned for analysis. A product history record (phr) review of lot f1823401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the 6f-7f mynxgrip vascular closure device (vcd) was pulled back, the "collagen plug" was seen in the sheath. The deployment sheath was also noted to be cracked. The patient was informed that manual pressure will be held to control bleeding post-procedure. Therefore, manual pressure was applied, and hemostasis was obtained. The patient was transferred to the recovery area without bleeding, hematoma, and oozing at the site. There was no reported patient injury. The device was inserted into right femoral artery access. The device will not be returned for evaluation.